Event description:
The duett was deployed following a diagnostic procedure, via an 8 fr sheath in the common femoral artery. The patient's vessel size was less than 6 mm (warning in duett instructions for use) and the patient was less than 18 years old (individualization of treatment in the instructions for use). Following the deployment, the patient experienced loss of pulses and color in the affected foot. Treatment consisted of surgical intervention, anticoagulation therapy and nitroglycerin was administered for suspected vessel spasm. The event was resolved and no further information has become available.